Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently insulin drips were not observed to be exiting the infusion set tubing during the load fill process and multiple occlusion alarms occurred. Customer changed the infusion set and cartridge; to resolve the issue. Customer reverted to using an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.